Manufacturer narrative:
One method code is selected in the initial report based on the information available at the moment.

Event description:
The manufacturer was notified on (B)(6) 2016 that a mitroflow valve was explanted due to reduced mobility of left and non coronary cusps, area 0.7 cm2, mean grad 73mmhg, speed 5.4 m/sec, at 137ms, at/et 0.4 with moderate insufficiency. The device was replaced with a device from another manufacturer.